Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. The test guardian link with the glucose sensor simulator communicates properly to device noted. No unexpected blood glucose not received/no calibration occurred alert noted. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the middle button did not had clicking sensation, and it seems that it was not working properly. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.